Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the complaint alleges that one of the two cuff pilot was cut into the pouch. The two end tips were very relatively close so during use they went into the same bronchus. No patient injury reported.